Event description:
It was reported on 10/03/2022 by a sales representative via sems that an ar-9531 humeral liner impactor cap is broken off. This was discovered during a case with no patient harm.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual inspection it was found that the insert is still assembled to the device. It was noted that the insert shows signs of use.